Event description:
Couldn't breathe [dyspnoea] bristles (snapped off) the main head and I inhaled it [foreign body in respiratory tract] painful [pain] cough it out [cough] toothbrush head broke...par with the bristles snapped off the main head - oral-b [device breakage] case narrative: female consumer via e-mail reported that while she was brushing her molars, the part of the oral-b toothbrush head with the bristles snapped off the main head and she inhaled it. She couldn¿t breathe for a few seconds and managed to cough it out after many painful attempts. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
09-jul-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Couldn't breathe [dyspnoea] bristles (snapped off) the main head and I inhaled it [foreign body in respiratory tract] painful [pain] cough it out [cough] toothbrush head broke...par with the bristles snapped off the main head - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: female consumer via e-mail reported that while she was brushing her molars, the part of the oral-b toothbrush head with the bristles snapped off the main head and she inhaled it. She couldn¿t breathe for a few seconds and managed to cough it out after many painful attempts. No serious injury was reported. 22-may-2024 via image: the concomitant product was oral-b rechargeable toothbrush handle 3766. The concomitant product lot number was bc710250234. No serious injury was reported. 09-jul-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.